Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
The patient never had therapeutic effect; the stimulator was "causing more pain than good". After revisions and multiple programming, the stimulator still didn't relieve his pain, even though he could feel the stimulation. The stimulator was turned off permanently about 2-3 years ago; the pt had not had "the right time/situation for removal yet". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.